Event description:
MFR received a report of a throttle sticking on a power scooter. The user turned sharply to avoid hitting some pedestrians. As a result, the scooter tipped and the user fell. Reported injuries were not serious.